Manufacturer narrative:
The event occurred at (B)(6). A correlation between the device and the reported driveline infection could not be conclusively determined. The instructions for use lists infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The instructions for use and the heartmate ii lvas patient handbook provide information regarding how to prevent infection and how to care for the exit site. The device history records were reviewed and showed no deviation from the manufacturing and quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient has had a sustained bacterial driveline infection since (B)(6) 2014 that is described as being "outside the cannula insertion section". The driveline site infection was treated with an unspecified surgical procedure. The patient's blood cultures were positive with an unspecified microorganism. It was reported that the cause of infection was due to the patient being non-compliant with device maintenance. No additional information was provided.